Manufacturer narrative:
We checked the returned unit and confirmed that the shadow in image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the operation channel resistance, the distal body deformed, the insertion flexible tube (ift) buckled, the suction channel leaked, the light guide cable buckled, the objective lens scratched and the suction channel resistance; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.